Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified overweight, deformation, crease fold. Cloudy and voids in the gel observed after autoclave cycle. After weighting the device, it is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported left side reason for removal as 'pain'. Device has been explanted.